Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Event description:
It was reported to ventec that the device was providing inaccurate, as well as low, fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the device was providing inaccurate, as well as low, fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event. New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of it providing inaccurate or low fio2 (fraction of inspired oxygen) readings could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.